Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller states she started a scan of the lumbar today without having the patient's external product to put ins into MRI mode. The caller states the patient indicated she does not have MRI mode and did not have their external components with them. The scan of the lumbar was initiated and stopped shortly after as the caller indicated the patient said it 'felt weird' and the 'stimulation is moving around'. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.